Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock during a cardiac catheterization procedure. There was a morphology change and t-wave oversensing during deployment of the stent. The morning after the procedure, there was no oversensing. The field representative (rep) ran automatic setup and turned smart pass on. Technical services (ts) reviewed device data and confirmed smart pass was disabled prior to this procedure and shortly after implant. The patient had bundle branch block morphology at rest. At implant, primary and alternative vector failed automatic setup, and secondary vector was programmed. Beginning in (B)(6) 2026, there were multiple untreated events due to t-wave oversensing. On (B)(6) and (B)(6), there were atrial fibrillation (af) events that showed a drop in amplitude with oversensing of p and t-waves. The shock episode recorded during the procedure was due to t-wave oversensing. Ts discussed there were limited programming options due to automatic setup failing in primary and alternative vector. The rep confirmed the patient's morphology returned to the original morphology with no oversensing, and left the device programmed in secondary vector. The patient would be seen by their following physician. This s-ICD remains in service. No adverse patient effects were reported.